Event description:
When the device was removed from the scope it was noted that the tip was "smashed and jagged." There were no patient complications and the case was completed with a second device.

Manufacturer narrative:
The complainant indicated that the device was disposed of by the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.